Event description:
It was reported that the control-iq algorithm increased basal delivery as well as delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "high" (specific value was not provided), and the meter bg reading was 39 mg/dl. Due to the low bg customer was incapacitated and "hit head on soap dish." Customer was taken by ambulance to the emergency room (ER) and diagnosed with a concussion by health care provider (hcp). Customer was treated with juice and intravenous fluids of saline and glucose. Customer was released from the ER 5 to 6 hours later with the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.